Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the yellow discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the discoloration found by the technician and the recommended repair, and cardioquip provided a quote for the service of the device via email on 07/08/2022; however, the customer has not responded to the recommendation as of the date of this report.

Event description:
Due to yellow discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.